Event description:
The plastic sheath cracked during procedure.

Manufacturer narrative:
Dr (B)(6) 2nd/3rd most cases in ut; doctor does not seem to be aggressive; could be procedure location if the space is tight or up against bone; no other complaints for broken nose cone; refer to report (B)(4) for durability during excessive side-loaded pressure; unit not returned for evaluation; updated MDR flowchart completed; this lot has a (B)(4) complaint rate; DHR review does not indicate a mfg error; (B)(4) complaints from this facility over 6 months - does not appear to be facility or training related; without an evaluation there is not determination of malfunction cause.